Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were was unable to test due to their abbott diabetes care (adc) reader turning on with button press but not with test strip insertion. As a result, customer experienced "shortness of breath", "stomach ache", "sweating", and was unable to self-treat, requiring third-party treatment of "glass of water with two pieces of sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Reader powered on with button depression but did not turned on with test strip insertion. The returned reader was de-eased and a stm processor was observed. Debris was observed inside the strip port. An extended investigation was performed on returned reader. Visual inspection was performed on the reader and no issues observed. Returned reader was turned on with home button press and retain strip insertion. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were was unable to test due to their abbott diabetes care (adc) reader turning on with button press but not with test strip insertion. As a result, customer experienced "shortness of breath", "stomach ache", "sweating", and was unable to self-treat, requiring third-party treatment of "glass of water with two pieces of sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.